Event description:
It was reported by the healthcare facility that a boa polypectomy snare was introduced via the colonoscope for polyp resection. The snare loop wire then broke at the base of the loop.